Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that all seal plugs are missing except the lv tip and ring seal plugs. All setscrews moved freely and operated normally except there is a broken wrench tip in the rv tip setscrew, indicating excess force. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis verified that all therapy was available and the device was explanted for normal battery depletion. It was concluded that the device is functioning normal and was archived.

Event description:
Boston scientific received information that that during a routine device replacement procedure for normal battery depletion this device was connected to existing leads. Upon extraction of the leads, the physician experienced difficulty loosening the setscrew. The physician suspected a setscrew issue. The device was explanted, replaced and returned for analysis. The leads remain in service.